Manufacturer narrative:
A steris surgical specialist inspected the lighting system and found that no power was being supplied to the light head connection. The surgical specialist also observed that the spring arm had dropped approximately ¾" resulting in the loss of connection. The snap ring had become unseated which caused strain on the electrical connection between the cardanic and the spring arm causing the loss of function to the light head subject of the reported event. The steris surgical specialist reseated the spring arm and re-installed the snap ring. The lighting system was tested and returned to service. No additional issues have been reported.

Event description:
The user facility reported that one of their harmony led light heads would not illuminate prior to use for a patient procedure. User facility personnel proceeded with the patient procedure and utilized the second harmony led light head. The procedure was completed successfully and no injury or procedural delays or cancellations were reported.